Event description:
The customer reported that the unit failed the opcheck test, both with and without the pads cable attached to the unit with a therapy cable failure screen alert.

Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint is still under investigation.